Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per the intitial report, the home pt had initiated the initial drain cycle prior to having their transfer set connected to the pt line of the homechoice set. After noting this, the home pt connected self to the setup. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.